Manufacturer narrative:
This report is filed october 18, 2016.

Manufacturer narrative:
Per the clinic, the device was was explanted (date not reported) and the patient was reimplanted with a new device during the same surgery. This report is filed january 22, 2016. Device not received by manufacturer.

Manufacturer narrative:
Implanted device remains.

Event description:
Per the clinic, the patient experienced a skin flap infection at the implant site and was treated with oral and IV antibiotics (duration not reported). It was also reported that the patient underwent revision surgery (date not reported) to repair the skin flap; however, the issue recurred.